Event description:
Boston scientific received information that, during a recent follow-up, an aborted shock and noise were observed on the electrogram (egm). There was also note that this right ventricular (rv) lead failed to deliver a high voltage (hv) shock on ventricular fibrillation (vf) induction. It was suspected there was an issue with the pace/sense portion of this rv lead. The decision was made to implant another rv lead for pace/sense purposes. All impedance measurements were normal, and the new rv lead was implanted successfully. During vf induction, a warning message appeared on the programmer stating the can failed to deliver shock therapy, and this patient had to be shocked externally. The physician then performed pocket manipulation, which caused a lot of noise. It was then suspected this rv lead was fractured close to the header. This rv lead was explanted and replaced. The rv lead that was implanted for pace/sense purposes was discarded at the hospital, and there were no allegations against that rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional infomation become available this report will be updated.